Event description:
The reporter stated that the surgeon was inserting a 13.0 se/3.5 diopter toric single piece silicone lens with a msi-pr injector and felt that the plunger went off-line and tore the lens. The surgeon enlarged the incision to remove the lens and replaced it with another same model lens and used a suture to close the incision.

Manufacturer narrative:
Eval results - a visual inspection of the returned product shows the lens optic has a portion torn off and is missing. There is clear surgical residue on the lens. Also the injector was received and visual inspection showed the plunger is off line. Clear surgical residue on the injector. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge was not returned for eval.